Event description:
Following a catheterization procedure, an angio-seal device was placed in a pt's right groin. Immediately following deployment, the pt lost her pulses in the procedure leg. The pt was taken to surgery where stenosis of the common femoral artery was noted and a right femoral thrombectomy and vein patch angioplasty were performed. The pt was discharged home the following day. As of 05/14/1998 there has been no further report of complication or pt sequelae made to the MFR.